Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges "blade broke into 2 piece when introduction on the laryngoscope handle". Alleged issue reported occurred prior to use on a patient. No report of patient harm. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer did provide a photo. From the photo it was found that the light guide of blade was broken from the base. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.

Event description:
Customer complaint alleges "blade broke into 2 piece when introduction on the laryngoscope handle." Alleged issue reported occurred prior to use on a patient. No report of patient harm. Patient condition reported as fine.